Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 138 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.